Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electrical board. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with minor scratches on case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer's blood glucose level was 250 mg/dl at the time of incident. The customer stated that the insulin pump had crack. The customer also stated that the display of the insulin pump was readable and unreadable. The insulin pump will be returned for analysis.